Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that he noticed tuesday morning and this morning when he looked at the controller, he noticed the ins ¿shut itself off during the night.¿ the patient reported that the screen said stimulation was off. The patient reported that this morning when he looked at the controller and saw this, the controller and ins battery were full. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on june 8, 2020. The patient reported that the circumstances that led to the implant shutting itself off was sleeping. The patient reported that the steps taken to resolve the issue was ¿replaced.¿ the issue was resolved. Additional information was obtained from the patient on june 16, 2020. They clarified / confirmed that in their follow up response, where they wrote "replaced", they were referring to the replacement of the controller is what resolved the ins shutting off by itself. No further complications were reported or anticipated.